Event description:
The woman was being treated with a 2.5x18 cypher stent in the highly calcified left anterior descending artery and diagonal bifurcation. While attempting to cross the lad with difficulty, the physician noticed the stent began to come off the balloon so he attempted to pull the stent back into the guiding catheter. He was unable to pull it all the way back into the catheter and then removed the entire system down into the sheath. The stent dislodged at the tip of the sheath. The physician was able to snare the stent without any injury to the patient and proceeded with the procedure. He completed the case with a 2.75x18 cypher and a jl catheter.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.